Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead issued a red alert in the remote monitoring system for a high, out of range pacing impedance (greater than 2,000 ohms), steadily increasing shock impedance, and high capture thresholds. An x-ray image confirmed lead dislodgement and the patient was schedule for surgical intervention in the near future. Additional information was received that the (ICD) device and rv lead where explanted, and replaced. No additional adverse patient effects were reported besides surgical intervention. The device and lead are expected to be returned for analysis.